Event description:
The customer reported that there was poor image quality during a litho procedure. It was hard to see the stones.

Manufacturer narrative:
(B) (4). The ge service rep checked the system and found no issues with the resolution. He checked the images and found the image of a stone to be a little light. He called applications to help the customer.